Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. At 12:30 am the patient started vomiting and sweating. The cgm reading was 80 mg/dl and there were no bg values reported as the patient did not have a bg meter. The patient self-treated with juice and took gvoke pen on her thigh (glucagon injection). At the time of the report the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.